Event description:
No pump was returned to fresenius kabi for evaluation. The reported "mechanical hardware failure (screen no input)" was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: biomed reported: serial number (B)(6), confirmed pump problem error re-attached lcd ribbon, deep clean deep clean pins and mechanism, ran functional checks 50ml @ 250 ml/hr, pump placed in bring up mode and sent to the test line, passed all stations of the test line front housing "final acceptance, provisioned pump to 08 server, sent to heratherm, loaded into heratherm @ 16:00 and (B)(6) 2025, passed heratherm pulled @ 04:00 (B)(6) 2025, 24 hour dwell - complete, lvp burn-in test - pass, 24 hour dwell - complete, lvp burn-in test - pass, accuracy test - pass, electrical safety test - pass, provision pump to mayo server, work order type, corrective maintenance, order description, unresponsive touch screen, problem cause, equipment failure, resolution code, resolved without parts, resolution detail, received at depot, question 1 was there any injury/adverse reaction (yes, provide details, no, unknown)? No." Question 2 did the issue stop an active infusion (yes, no, unknown)? No. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.